Event description:
.It was reported the patient experienced light headedness, excessive tiredness and more difficulty walking due to shortness of breath. Side effects reported are ongoing. Patient believes some of her symptoms are due to cassette recall. No additional information available..

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.